Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed sepsis of multifactorial source on (B)(6) 2022 and was being treated with antibiotics. They passed away on (B)(6) 2022 and the cause of death was determined to be septic shock complicated by right ventricular failure. The patient had a right heart failure before the left ventricular assist device (lvad) implant and lvad related issues did not cause or contribute the right heart failure. The death was reportedly considered to be lvad related and it operated as expected. No device was to be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause for the patient¿s sepsis could not be conclusively determined through this evaluation. Additionally, a direct relationship between the device and the reported right heart failure and patient outcome could not be conclusively determined through this evaluation. (B)(6) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The heartmate 3 lvas IFU lists sepsis, right heart failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1 "introduction" explains that ventricular blood may flow either through the lvad or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. The heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.